Event description:
In 2009, the patient reported unexplainable elevated blood glucose. He stated that at 3:26 am the infusion site pulled out of his body and the cannula was bent and his blood glucose measured 341 mg/dl. He changed the infusion site and tubing and bolused 2.2 units of insulin. At 7:27 am, his blood glucose measured 402 mg/dl. He was instructed to disconnect from the infusion site and to bolus. Insulin dripped from the end of the infusion tubing. Further troubleshooting did not reveal any product issues. Upon follow up atabout 5 days later, the patient stated that his blood glucose returned to normal by 9:00 pm on the day of the initial report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.